Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with a direct current (dc) shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless implantable pulse generator (ipg) the patient experienced heart failure and atrial fibrillation (af). The leadless ipg was re-programmed and the device remains in use. No further patient complications have been reported as a result of this event.